Manufacturer narrative:
The balloon loss of pressure seems to have been caused by a longitudinal tear approximately 5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1102004) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that the physician from the user facility had issues with the mynx cadence device on an unknown date. Reportedly, the syringe gasket was noted to be dislodging during balloon prep or balloon deflation. No further information was provided. Note: the condition of the returned device does not match the description of the incident. The returned device was a standard mynx which was investigated and determined to be a balloon loss of pressure.